Manufacturer narrative:
Following the ind result, the end user visually inspected the cassette and amended the result to negative. As pat of the investigation we requested instrument image of the ind result, which shows a positive result. Quidelortho team have reviewed the card image and have also stated it is a positive result. End user reported the event to the FDA (no details has been provided). Alba biosicence is not considering this event a manlfunction or an adverse event. End users gave a wrong interpretation of the instrument result. Reference number of this file is (B)(4).

Event description:
End user reports a discrepant result with ortho¿ sera anti-lea, product fd212m, lot v244777 expiry: 21-feb-24. A donor sample tested in conjunction with anti-igg card, and papain, returned a returned a "?" Result on vision. The end user visually inspected the cassette and amended the result to negative. When repeated by tube method, the end user achieved a 1+ reaction.